Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Product evaluation: one certain® gold-tite® hexed screw, iunihg was not returned. Since product has not been returned, visual inspection or camera magnification could not be performed. The investigation will be performed based on the available information of the item and lot number. Per: no pre-existing conditions were noted on the per. The reported device was located on tooth # 4 when the event occurred. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot number (iunihg 1229514). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: lot specific complaint history review for lot number 1229514 for similar event and no other complaint was identified. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening). Malfunction/event: based on the available information, device malfunction could not be verified for the iunihg screw. Sections updated: a2: patient's age a3: patient's gender b3: event date b4: date of this report d4: lot number, expiration date and UDI g3: date additional information/ investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated by manufacturer h4: device manufacturing date h6: adverse event device codes h10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reporter's name at the lab was not provided. Complaint was reported by area sales representative. Device not returned.

Event description:
It was reported by the customer that the screw had loosened in the patient's mouth causing the abutment and crown to loosen. Screw was attempted to be retightened however it would not seat properly. New abutment placed in the patient's mouth. Tooth #4.